Event description:
Pt was dry followign a pv sling procedure with influence bone anchors 01. Vicryl sutures were used. Antibiotics were administred prior to surgery and for one week post surgery. Pt had been self-catherizing for 2 months pt gradually started to lose continence in january and was examined by doctor in june. Dr noted cottage cheese discharge from examined by dr in june. Dr noted cottage cheese discharge from which pt had no symptoms. No cultures were performed. Dr is assuming that implant tissue is autolyzing or bone anchor came out. Pt had irradiated pelvis for cancer and had developed spinal stenosis as a result of the radiation and had already had one failed sling procedure. Pt is currently pending bulking agent procedure as a last resort.